Manufacturer narrative:
The complaint sample was returned and is currently pending evaluation. Medical information has been requested but not received. Treating doctor is reported to have dismissed premise that product in question caused event. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported using product for several years. Since (B)(6) 2016, consumer reported experiencing red eyes, irritation, and light sensitivity in both eyes. Consumer reports visiting optometrist and being diagnosed with iritis in left eye. Consumer reported being treated with atropine and an unspecified steroid. Consumer also discontinued contact lens wear during this time. Information obtained subsequent to initial encounter with consumer reveals that consumer visited optometrist for follow-up appointment relevant to this event. Consumer relayed that during follow-up appointment optometrist asserted that they do not believe the left eye iritis to have been caused by the product in question. Consumer reports optometrist made this assertion based on the fact that the diagnosis was only unilateral and that the consumer has a ¿history of chronic contact use, dry eyes with possible post op dehydration.¿ optometrist is also reported to have indicated to consumer that once consumer restarted contact lenses, both of the consumer¿s eyes ¿may have been hypersensitive to any cleaning fluid, acting as a ''sponge'' to the contact post cleaning¿. Consumer specifically stated that optometrist ruled out a reaction to peroxiclear. Consumer is recovered.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Additionally, a review of the lot batch records and testing of a retain sample concluded that the product was formulated and manufactured according to local and global product specifications.